Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of an asystolic, (B) (6), male pt, the device prompted a "no shock advised" message; however, the recorder strip printed "shock advised." No shocks were delivered to the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.